Event description:
Device report from (B)(4) indicates a hosp in (B)(6) reported: pt implanted on an unk date with cortical screw was discovered to have the screw broken. The screw was not removed and did not require medical/surgical intervention.

Manufacturer narrative:
The raw material and mfg records were reviewed and showed no deviations regarding material analysis, strength, and structural stability. The investigation could not be completed, no conclusion could be drawn, as no product was received.